Event description:
Customer reported she was experiencing high blood glucose of 550 mg/dl treated with manual injections. Troubleshooting was performed. Symptoms were she was very cold, clammy, and sick to her stomach. Settings were reviewed and were correct. Customer stated that three of the infusion sets out of her new box were not working and causing her high blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.